Event description:
The facility reports a pump with a broken door. Although attempts were made to obtain add'l info from the reporting facility, details were not available regarding the set up of the infusion device. Info regarding whether or not the device was in use on a pt when the problem was found was also not available and no add'l contact info was provided. The hospital representative stated they have no record of any patient incident involving the pump since the last baxter service event.